Manufacturer narrative:
Additional information: h6 and h10. H10: the device was not returned. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy (crrt) using a prismax machine, a patient coded and a change set alarm was generated by the device. The extracorporeal blood was not returned to the patient. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.